Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced shocking sensation in leg since being implanted. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.

Manufacturer narrative:
The reported observation of shocking sensation in leg since initial implant was not confirmed. The root cause of the reported observation was not ascertained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.